Event description:
It was reported, the pt was not experiencing effective stimulation coverage. X-rays revealed the lead migrated. The physician removed and replaced the leads. Note the pt received two leads with the same lot number and both were explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.